Event description:
It was reported that the patient had complaint of muscle stimulation along the left chest wall. The right ventricular lead impedance decreased, there were low sensing values and threshold measurements increased. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. The daily pace lead impedance trend data shows a gradual decrease for right ventricular pace impedance from 856 ohms to 528 ohms minimum between (B)(6) 2012.